Event description:
New information received stated that the pulse generator was replaced on (B)(6) 2019. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator sent an alert for elective replacement indicator (eri); however, the battery voltage was above eri voltage on (B)(6) 2019. Programming changes and device replacement were discussed. No further information was reported.